Manufacturer narrative:
The information provided is from a survey and the survey doesn't provide any contact information to the author to follow up on the events. Therefore, no further investigation will be made. The event date will remain unknown as the information is from a survey. The lot number, catalog number, and facility are all unknown. Complaint conclusion: as reported per the angioguard embolic capture guidewire (ecgw) system peripheral use survey, respondent #20 indicated vasospasm in which an injection of nitroglycerin was given. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided and the nature of the complaint, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "vasospasm and embolism¿ could not be evaluated. With the limited information provided, since patient related events/conditions cannot be duplicated in a lab, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. As per the instructions for use (IFU), possible complications of angioguard use are vasospasm and are listed as such. While the type of embolism was not specified, the possible complications also include air embolism. Ischemic stroke, which also can occur from an embolus, is also listed as such. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.

Event description:
As reported per the angioguard embolic capture guidewire (ecgw) system peripheral use survey, respondent #18 indicated distal minor embolization with signs of petechiae observed in the toes and visible debris on the outside part of the device after retrieval. The respondent also indicated vasospasm during procedure which was solved with nitroglycerin. The device will not be returned for evaluation.